Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the light cable burned the patient. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker (B)(4) the technical service report indicates: "fault: reported as "field service visit ref: (B)(4) to check light lead that reportedly burnt a patient." Action taken: inspected and serviced to fsp. Conducted temperature tests of all parts coming in contact with the patient and surgeon. Tests: function test. General inspection. Temperature test taken at connection of scope and light lead after being connected for 10 mins with the ls set to maximum output, 27oc. Temperature taken at the end of scope after being connected for 10 mins with the ls set to maximum output, 19.8oc. Notes: all items have been fully tested as per the manufacturers quality inspection procedure (qip). The item has been deemed fit for use by a fully trained stryker engineer." The reported event involving this failure and device could have been caused by: manufacturing nonconformity. Loose connections / gaps. Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light cable burned the patient. The procedure was completed successfully.